Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Blood glucose (bg) level was 163 mg/dl. A new cartridge was successfully loaded to address the event.